Event description:
Caller reported a malfunction on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Cts provided assistance with resetting the malfunction code, but the pump did not enter storage mode. Csa approved a pump replacement, and cts arranged for a new pump to be sent to the caller. Caller acknowledged instructions regarding the return of the problematic pump and steps needed upon receiving the replacement pump. No backup therapy was available, and the caller planned to contact a healthcare professional. Replacement pump was sent without signature requirement for delivery.